Manufacturer narrative:
This information is based entirely on literature. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Without the specific model number(s), it is not possible to assure the specific product correction number referenced in the article is listed in this report. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: an investigation of the evolution of implantable cardiac monitors: a comparison of reveal xt and reveal linq based on accuracy measurements and patient outcomes post-device implant.

Event description:
An academic poster was reviewed which contained information regarding implantable cardiac monitors (icm). Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The poster reported the arrhythmia detection accuracy and clinical interventions for patients. The icms exhibited oversensing with noise, undersensing with low amplitude, and "other device inaccuracies due to ectopy". The status of the icms is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.